Manufacturer narrative:
Approximate age of device ¿ 2 years and 10 months. The pump remains in use in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the hospital for a gi bleed. Hemoglobin was 8 g/dl and inr was 2.3. The patient has a history of upper gi bleeding, but upper gi endoscopy did not reveal a bleed. The patient was transfused a couple of units of blood. The patient did fine and anticoagulation was not stopped. The patient was discharged to home.

Manufacturer narrative:
The pump was not returned for evaluation as it remains in use supporting the patient. No further related issues have been reported. A direct correlation between the device and the reported gi bleed could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.